Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that they had excessive no delivery alarm during prime. Customer's blood glucose was unknown gm/dl. The customer was advised that the driver amrs at the end of the travel can cause this alarm. After the troubleshooting was done, customer stated that the device alarm no delivery. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.